Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 306 (mg/dl). Customer indicated they would monitor bg levels and deliver a correction if necessary. During troubleshooting with tandem technical support, an air gap was noted in the tubing. Customer was guided through priming the tubing to remove air gaps and bubbles.